Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the result will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a pair of defibrillation pads. The customer reports that when the doctors attempted to defibrillate, the pads did not shock the pt. They used another defibrillator but it did not work. They then used another pair of defibrillation pads and this time it worked and shocked the pt. The pt expired, but the customer stated that there is no correlation between the pads not working and the pt death. The defibrillator was tested the next day by the customer and it passed all tests.